Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer declined to troubleshoot with tandem technical support, but indicated that the insulin gauge will be monitored. There was no reported impact to the customer's blood glucose level.